Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 300-400 mg/dl, which was treated with the pump. The customer¿s line was disconnected so no further details were gathered. The pump will not be returned for analysis.